Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the first couple of threads. The above observations are consistent with misalignment of the fas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat a fracture at l2. It was reported that the bone screw damaged two set screws and would not allow the set screws to be inserted. The surgeon removed and replaced the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.